Event description:
It was reported that during an unspecified procedure, the physician successfully used the 2.5x15mm quantum maverick balloon catheter on a 90% stenotic lesion located in the severely tortuous and severely calcified mid left anterior descending artery. No resistance was felt during advancement nor was there any difficulty crossing the lesion. The device was removed. During preparation to reuse the device again, the shaft broke approximately ten inches from the proximal hub while pulling a negative pressure. The procedure was successfully completed with another 2.5x15mm quantum maverick balloon catheter. Patient status is reported as "ok".

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.